Event description:
The facility representative reported, a pump with an intermittent 500:320:675:0000 failure code. The condition was discovered during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary:the device evaluation was completed and failure code 500:320:675:0000 confirmed (in event history) due to a stuck key on the front bezel keypad. Service installed a new front bezel and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.